Manufacturer narrative:
During the event, staff confirm other bedside alarms were occurring at the central monitor and the customer biomed restored alarms at the central for the bedside device in question by performing a screen format. Spacelabs was notified a week after the event occurred, and an investigation was immediately launched. However, due to the length of time that had passed, the patient's historical data and trend information was no longer available. A spacelabs field service engineer arrived to investigate onsite. Clinical staff stated alarms were heard during the event from the bedside monitor, however a decision was made by the customer to remove the twenty one year old bedside monitor from service following the event. Biomedical staff declined to provide approval to test the involved bedside and central monitor, therefore spacelabs is unable to investigate any further. The bedside monitor is considered the primary alarm notification device. Confirmation was received that the bedside monitor did generate alarms during the event. This investigation is considered complete and the matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, at 05:38 am, an alarm did not occur at the central monitor during a cardiac event involving a patient on a bedside monitor. Alarms generated from the patient¿s bedside monitor. The patient remained hospitalized and died two days later.